Event description:
It was reported that during a procedure the laser wouldn't stay on. Tried turning the console on and off, plugged it into a different wall outlet and checked breakers but nothing worked. The procedure was rescheduled for (B)(6) 2014. There was no report of a patient injury; however, the manufacturer is filing this as device malfunction for non-completion of case.

Manufacturer narrative:
System analysis/service repair on may 19, 2014: the reported ¿console won¿t stay on "issue was verified and determined to be a faulty cooling pump reservoir. The cooling pump reservoir was replaced; verified alignment, output and operations. The system was tested and verified that laser meets manufacturer¿s specifications and is ready for patient use. The cooling pump replaced was not returned to ams.